Manufacturer narrative:
(B)(4).

Event description:
The patient reported they experienced limb tremors beginning (B)(6) 2015. The patient's device was reprogrammed four days later, whereby their doctor turned their stimulation voltage up. The patient's symptom improved following the adjustment and the patient was reportedly "good" of (B)(6) 2015. Additional information was requested; a supplemental report will be filed if additional information is received.